Manufacturer narrative:
(B)(4).

Event description:
The probable cause was determined to be a damaged battery.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and failed due to the receiver not turning on, but will turn on with a known good battery. An internal visual inspection was performed and failed due to a damaged battery. Pictures were taken. The receiver log was downloaded for review finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.